Event description:
Olympus was informed that during a colonoscopy procedure, the snare was deployed to remove a polyp and once the polyp was removed, the snare was retracted partially in the sheath and used to cauterize a bleeder, which ignited a spark and arcing was visible. The snare was removed from the pt through the scope. It was noted that the wire was burned and separated into two pieces. The procedure was completed with another device and there was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.